Event description:
On (B)(6) 2008, a monarc was implanted to treat for "stress urinary incontinence and pelvic organ prolapse." Plaintiff's attorney alleges that, "after, and as a result of implantation," of the mesh, plaintiff suffered serious bodily injuries including but not limited to, extrusion, extreme pain, bleeding, infection, and other injuries. Also alleged, plaintiff has experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury, has experienced significant injuries that will result in "some permanent disability," and other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.